Manufacturer narrative:
Updated fields: b3, b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and during a self-check on the unit revealed no abnormalities in the balloon. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation failure alarm. There was no patient involved.